Event description:
It was reported that a customer experienced a malfunction alarm, receiving a fault code twice in less than 24 hours. No impact on the customer's blood glucose level was reported due to a lack of information. The pump was restarted, but the issue persisted, and access to the pump was not possible. The device is being returned, and a replacement pump with a different serial number was provided to the customer.